Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure performed in the autumn of 2010. According to the complainant, in the autumn of 2012, growth at the stoma site was noted. In the winter, the patient developed inflammation and secretions around the stoma. A relative of the patient was treating this area six times a day. Approximately two weeks before the device was replaced patient developed fever. The patient went to the hospital where an intravenous antibiotic was started and continued until the peg tube was changed. The stoma was surgically opened due to a possible abscess formation but this was not confirmed. On (B)(6) 2013, the peg tube was replaced and it was found that the internal bolster was embedded on the abdominal wall. The patient¿s condition at the conclusion was reported to be ¿better.¿

Manufacturer narrative:
Patient's exact weight is unknown but is reported to be approximately 73 kilograms. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.